Event description:
Device was used in response to a code blue on the skilled nursing facility on 11/5/93. The device did not project an image onto the screen and another device was substituted. The pt died subsequently. After investigating, it is facility's opinion that the incident did not contribute to the death of the pt.